Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to damaged keypad with a hole in the display cover and failure of the ok key to function. The cause was identified to be damaged keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have a damaged keypad (hole in display cover) and the ok key to not be functioning properly. No additional information is available.